Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pendant was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that buttons on the pendant were damage and not responsive to prompts from the user. There was no patient present when this issue was identified.